Event description:
According to the reporter, during a laparoscopic rectal resection, while resecting the tissue using a powered stapler, an issue occurred during the third firing. After firing was completed to the end, the knife did not return, and the jaws could not be opened. The shell was replaced, and the manual adapter tool was used, but the jaws could not be opened. Additional resection was made with another product. After the surgery, the powered stapler was checked, and the handle itself functioned normally. The adapter was also displayed as normal. Since it was the third firing during rectal resection, trouble due to staple jamming during double stapling was considered; however, the tissue could not be removed from the cartridge, so retrieval and collection were not possible. The surgical time was extended by 30 minutes to one hour. Another device from another manufacturer was used to resect the tissue.

Manufacturer narrative:
D10 concomitant products: egia45amt egia 45 artic med thick sulu - (lot#p5h1034); sigpshell sig power sigpshell control shell - (lot#n5g1641y); sigpshell sig power sigpshell control shell - (lot#n5g1807y); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.